Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable device delivered anti-tachycardia pacing (atp) and six shocks which exhausted therapy. The customer was concerned over therapy delivery and inability to view therapy in stored electrograms. Boston scientific technical services discussed limited electrogram storage for long episodes and that detection enhancements are not utilized when a rhythm accelerates into another zone due to redetection. This results in therapy delivery. Programming considerations were recommended for zones. Currently this device remains implanted and in service. No additional patient effects reported.